Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, externalized conductors between the svc and rv coil were observed via fluoroscopy. Noise was noted on the egm. The lead was capped and replaced. Patient condition is good.